Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) device was analyzed. The battery voltage was lower than expected. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device had eleven months remaining battery and in a span of three months showed less than three months. As per engineering analysis, the device was depleting in a manner consistent with the low voltage capacitors advisory. The device hardware was not detecting the loss of battery energy. Because of this, the battery status indicators were not reflecting the depletion condition and were inaccurate and should no longer be relied upon to determine the depletion status of the device. It was then advised to replace the device and return it for detailed analysis. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.